Event description:
The pt reportedly experiences facial nerve stimulation (fns). This was followed by loss of lock. Programming adjustments were made and external equipment was exchanged. The problem was not resolved. Surgery to explant the pt's device will be scheduled.